Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
The telemetry logs noted a motor stall and motor stall recovery. The motor stall occurred (B)(6) 2014 at 13:13 and motor stall recovery at (B)(6)2014 at 13:46. No patient symptoms reported. The pump was used to deliver dilaudid and clonidine. If additional information is received the event will be updated.